Event description:
It was reported that a pump would not auto restart after a downstream occlusion alarm. It was also reported that this was found during a preventive maintenance test and there was no pt involvement.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was observed that the downstream sensor current signal was elevated and out of specification. The elevated signal produced false downstream occlusion alarms, which did not allow for the device to auto restart. Downstream occlusion tests were performed per spectrum service manual, and the device performed within specification.